Event description:
The pt has vocal cord paralysis as a result of implant surgery for the ncp system. Reporter also indicated that the pt was unable to talk at all until having surgery to help restore their voice.